Event description:
It was reported that the device had the charge-pak, attention and service wrench icons illuminated. The device was returned to physio-control and evaluated at the failure analysis center. The device memory log showed a potential lock-up failure during the 3 am self-test subsequently depleting the devices's internal battery capacity and the charge-pak battery charger. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control determined the root cause of malfunction to be the failure of the digital pcb assembly. A replacement device was provided to the customer.